Manufacturer narrative:
The reported complaint of "lcd screen was observed all white with lines and the stop/cancel led light is constantly lit" during the platform (sn (B)(4)) cleaning was confirmed during the visual inspection. Upon further evaluation of the returned platform, identified fluid ingress as the root cause for the reported complaint likely due to the user mishandling. The lcd and ui membrane need replacement to address the reported issues. Per autopulse user guide, 4.2. Cleaning the autopulse platform section: "wipe all the surfaces of the autopulse platform free of foreign matter and spills with a disinfectant or bactericidal wipe. Check the vents to ensure that they are free and clear of any obstructive matter. Caution: do not submerge the autopulse in liquid. Ensure that the autopulse is dry before storing." The autopulse platform passed the initial functional test without any fault or error. After removing the front and the bottom cover of the platform, noticed fluid ingress inside the platform. The interior of the autopulse required to have a bio-cleaning. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
As reported, during device cleaning after the patient call, the autopulse platform (sn (B)(4)) lcd screen was observed all white with lines and the stop/cancel led light is constantly lit. The platform was decontaminated with the cavicide cleaner by spraying and wiping down the device. No patient involvement.

Manufacturer narrative:
Also, further evaluation of the platform revealed a broken lcd connector on the processor board likely due to the harsh impact due to user handling, unrelated to the reported complaint. The processor board was replaced to address the damage. Following the service, the auto pulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error.